Event description:
Pt with unstable angina had taxus express 25 x 12 placed diagonal & 30 x 20 placed lad. Pt was readmitted 5 days later with acute mi & 100% occluded lad as well as diag. There was significant thrombus & possible dissection noted - lad stent passed. Taken to or for revascularization. Code blue was successful but pt's hemodynamic status deteriorated and 39 days later, at request of family, dialysis was withheld & death followed.